Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier handle seemed loose and after opening and closing it a few times, it was apparent something was broken. The jaws stayed in the closed position and had to be opened manually. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) pc. Lot in october of 2017. This instrument has not been returned for evaluation and we haven't received and submitted pictures or video of the alleged sample part therefore we are unable to validate the alleged complaint at this time.

Event description:
It was reported that the applier handle seemed loose and after opening and closing it a few times, it was apparent something was broken. The jaws stayed in the closed position and had to be opened manually. There was no reported patient injury.